Manufacturer narrative:
D10: concomitant devices: sn: (B)(6), 02-010-03-0315 - logic cr femoral cem, right, sz 1.5; sn: (B)(6), 200-02-29 - three peg patella 29mm; sn: (B)(6), 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 5 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
Pending investigation. There is no other information provided.